Manufacturer narrative:
Failure analysis noted that the pump was received with blank display due to faulty lcd driver. Analysis was unable to perform prime/ compromised force sensor test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call unable to prime. Blood glucose at the time of incident was unknown. This complaint did not provide any information regarding the event. The complaint was coded as unable to prime. Troubleshooting was not performed. The device will be returned for analysis.